Event description:
Affiliate reported that the pt went to the hospital with a headache. The dr lowered the pressure and it was found after changing the pressure the white marker dislodged from the base plate, so the dr could not confirm if the pressure changed correctly. The device suspected to be occluded. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.